Manufacturer narrative:
MFR received date: 02aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. The customer reported that the touchscreen was replaced and the issue resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30july2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit's touchscreen declared a "bad touch" error. There was no patient involvement.